Event description:
It was reported that when the patient presented in-clinic, noise was observed. The noise was reproduced with isometric testing. When the pocket was opened, can-on-lead abrasion was observed. The lead was capped and replaced. There were no complications.